Manufacturer narrative:
One device was returned for analysis. No relevant service history was found. Visual and functional testing was performed. The downstream occlusion (dso) test passed but event history shows the sensor is intermittent. Probable cause was worn/defective downstream occlusion (dso) sensor. The dso sensor was replaced and device passed testing post repair.

Event description:
It was reported that during testing, the pump downstream occlusion (dso) seal was bubbled and delaminated. There was no patient involvement. Investigation found the dso sensor was defective. This is a reportable malfunction that could result in fluid ingress into pump.